Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and introducer sheath were returned for this complaint. The main coil was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and no anomalies were noted. No damages were found in the device. The pusher wire was advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the pusher wire that could be measure were performed and were within specification.

Event description:
It was reported that the coil was stuck on the microcatheter tip upon withdrawal. A 3mmx6cm interlock was used together with a renegade catheter in a pulmonary embolism. During the procedure, it was noted that the pusher wire arm could not be released leading to the coil being stuck in the tip of the microcatheter when withdrawn for a period of time. The physician was finally able to pull the coil into the renegade and it was simply removed from the patient with the coil inside. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the coil was stuck on the microcatheter tip upon withdrawal. A 3mmx6cm interlock was used together with a renegade catheter in a pulmonary embolism. During the procedure, it was noted that the pusher wire arm could not be released leading to the coil being stuck in the tip of the microcatheter when withdrawn for a period of time. The physician was finally able to pull the coil into the renegade and it was simply removed from the patient with the coil inside. The procedure was completed with another of the same device. No complications reported and the patient is stable.